Event description:
Info received indicates the call be is not working.

Manufacturer narrative:
The technician isolated the issue to loose pins on the connector of the communication cable. He repaired the pins to repair the bed.